Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the sample was evaluated. The plunger was observed advanced and locked as the device preparation required. The lens was observed stuck in the cartridge with the lead haptic not folded and overridden by the pushrod. The cartridge tube and the tip were cracked. There was no assembly gap identified. The lower, upper body and pushrod had no damage. The lens deployment was completed and the lens was observed with part of the optic broken which could be related to the override condition. Based on the investigation, the complaint reported was confirmed but no product deficiency could be identified as the product was handled. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector was split down the side and noticed by tech upon opening. There was no patient contact. It was later clarified by the customer that the cartridge/injector tip was also cracked. No additional information was provided to johnson and johnson surgical vision, inc.